Manufacturer narrative:
Lot#: unknown/not provided. Expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. Device manufacture date: unknown, as the lot number of the device was not provided product lot number was not provided and therefore a review of records related to the device including labeling, complaint trending, and risk documentation could not be performed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Account reported there was suction loss while laser firing due to patient movement during procedure. Patient reported that the suction was uncomfortable and wanted to stop procedure in the middle of the flap creation.